Manufacturer narrative:
Investigation summary: 62 samples were received; they all came in sealed packaging blisters. They were visually inspected. No white epoxy was observed in any of the samples; no other defect was observed. One photo was provided. The photo shows three needle assemblies with no plastic shield. The part in the center has no white epoxy on the needle; the two on each side do have. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the excess of white epoxy on the needle. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples and photo provided. This is the 1st complaint for lot # 9322535 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the root cause is due to nip assembly line. Rationale: CAPA not required at this time.

Event description:
It was reported that white foreign matter was found on the bd¿ blunt fill needle prior to drawing up medication. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "nursing noticed white substance on blunt fill needle prior to drawing meds."